Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information went unanswered and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.

Event description:
Facebook complaint received: "gastric sleeve is safer. I had lapband years ago, it worked at first then it started to migrate so I gained all my weight back, I had it removed. I had gastric sleeve done 7 yrs ago and no issues. Lapband shouldn't be on the market anymore"